Manufacturer narrative:
This device is not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of device memory revealed loss of capture on this right ventricular lead during stored episodes of ventricular tachycardia. The patient had an underlying rhythm. Threshold measurements were noted to be acceptable at 0.6 volts at 0.4 milliseconds. Boston scientific technical services discussed troubleshooting options. No adverse patient effects were reported. A follow up appointment was scheduled, however, the patient missed the appointment. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.